Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment. It was not possible to inflate the delivery balloon of the orsiro mission stent system.